Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on tissue. The surgeon opened the handle and the jaws opened. No damage to tissue. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.